Event description:
A caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of cartridge alarm 35, and it was noted that this issue did not arise during the load process and had not been previously reported with the pump serial number. No additional information was received regarding the outcome of the event.